Manufacturer narrative:
Method: visual inspection. Complaint conclusion: as reported, the angioguard filter would not enter totally into the delivery system. Product analysis noted damages to the device. A non-sterile unit of angioguard rx/6mm basket diameter/180cm, was received coiled in a plastic bag, delivery sheath and capture sheath were also inside of the bag. A kink condition was found at 6.5 cm from distal tip end the filter basket was received semi captured and the capture sheath presented a rupture due to the bad capture of the filter basket, the filter basket edges were curled up it seems that the filter basket was forced to be captured and because of that the capture sheath was ruptured. No other anomalies were found during visual analysis. Functional analysis was performed and a lab sample coil dispenser was used to proceed with the test and the filter basket was completely loaded into the capture sheath. The rupture observed on the capture sheath did not presented any complication during the test to the capture of the filter basket. Filter basket was analyzed under vision system and no anomalies were found. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer ¿delivery system / loading (docking) difficulty-into delivery sheath¿ was not confirmed since the functional test was performed successfully. The cause of the events experienced by the customer as well as the kink and rupture on the capture sheath could not conclusively determine. However, procedural / handling factors might have contributed to that issue. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore, no corrective or preventive actions will be taken at this time. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.

Event description:
As reported, the angioguard filter would not enter totally into the delivery system. Addendum (B)(6) 2015: the product analysis noted the following information: "the filter basket was received semi captured and the capture sheath presented a rupture due to the bad capture of the filter basket, the filter basket edges were curled up it seems that the filter basket was forced to be captured and because of that the capture sheath was ruptured."